Event description:
It was reported that when the patient was sitting down or lying in a recliner, or when she was sitting back up it would not come on for a while. If she was walking it would sometimes shut off or at least go down to lying down mode. This had been happening for a couple months since (B)(6) 2015. It was noted that the adaptive stim (as) was enabled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).